Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect1479 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient, who was diagnosed with acute lymphoblastic leukemia in 2019, had a groshong catheter placed from the left upper limb under ultrasound on (B)(6) 2019. The placement process went smoothly. The catheter had been maintained in this hospital routinely. The catheter was found to be folded at the fitting when this patient was hospitalized on (B)(6) 2020 for treatment. Changed the dressing and re-laid the catheter. Extravasation was found at the puncture site on (B)(6) 2020 due to sand holes. The catheter was trimmed and the PICC connection was replaced. Continued using this catheter after properly securing. No other injuries were caused.